Event description:
It was reported by service report that the bed would not lower to the full down position. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cpu board caused the bed not lowering to a low flat position due to its hi/low limits were not properly burned in.